Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: pharmacy aseptic services have been documenting an increased rise in particulates / foreign material within their syringes post reconstitution. Following an investigation into operator aseptic technique, aseptic processes, pharmaceutical products and sundries; it was noted that the defect is attributed to the 10ml syringe. Examination has noted the presence of a ¿fine¿ clear slither of material that is affixed to the black rubber bung at the top of the plunger. It is always located off center from the pinnacle of the plunger and is around 4mm in length. This defect is resulting in products having to be remade and poses a possible risk to patient if unnoticed and subsequently administered. We have, previous to this incident, also raised a complaint of a similar nature in relation to the 10ml.

Manufacturer narrative:
Investigation summary : several photos were provided to our quality team for investigation. Upon visual inspection, a white fiber, which appears to be a polypropylene particle, was observed on the stopper of the syringe. A device history review was performed for the reported lot 2003290, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment undergoes routine maintenance and clearing. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: pharmacy aseptic services have been documenting an increased rise in particulates / foreign material within their syringes post-reconstitution. Following an investigation into operator aseptic technique, aseptic processes, pharmaceutical products and sundries; it was noted that the defect is attributed to the 10ml syringe. Examination has noted the presence of a ¿fine¿ clear slither of material that is affixed to the black rubber bung at the top of the plunger. It is always located off center from the pinnacle of the plunger and is around 4mm in length. This defect is resulting in products having to be remade and poses a possible risk to patient if unnoticed and subsequently administered. We have, previous to this incident, also raised a complaint of a similar nature in relation to the 10ml.